Event description:
It was reported, the pt had issues with her implantable neurostimulator. It was later reported, the pt had a revision on (B)(6) 2010 and was reported to be doing well.

Manufacturer narrative:
(B)(4).